Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high out-of-range pacing impedance measurement greater than 2,300 ohms triggering a lead safety switch (lss) to unipolar. The patient was seen in-clinic and the polarity was reprogrammed from unipolar to bipolar. A few days later the rv lead exhibited a high out-of-range pacing impedance of 2,037 ohms. There have been no non-sustained ventricular tachycardia (nsvt) episodes showing noise, however on the presenting electrogram (egm) this implantable pacemaker device recorded oversensing due to noise. Technical services (ts) was consulted due to a suspected performance issue with this lead. At this time, there is no additional information. Additional information provided from technical services (ts) advised current review since the out-of-range pacing impedance measurement of greater than 2,000 ohms shows stable unipolar impedance measurements. Ts provided troubleshooting suggestions and recommended the patient to be evaluated in-clinic for further evaluation and possible reprogramming. The lead and device remain in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high out of range pacing impedance measurement greater than 2300 ohms triggering a lead safety switch (lss) to unipolar. The patient was seen in clinic and switched back to bipolar. A few days later the rv lead exhibited a high out or range pacing impedance of 2037 ohms. There have been no non-sustained ventricular tachycardia (nsvt) episodes showing noise, however on the presenting electrogram (egm) this implantable pacemaker device recorded oversensing due to noise. Technical services (ts) was consulted due to suspected lead failure. At this time, there is no additional information. The lead and device remain in service. No adverse patient effects were reported.